Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. It was noted that the generator was not powering up. Power conversion outputs were all okay. 400vdc going to standalone and passing through fuses and thermistors and reaching the board. No output from standalone board and no 24v perm to trigger k1. Standalone board was replaced. System function restored and checkout successfully completed. Ready for use. The generator was returned for analysis. Visual inspections showed component c3 was electrically over stressed, not allowing the system to initialize and fully boot. There was an electrical issue observed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) fails to go to 2d. Reboots would not resolve the issue. Error 33 present in sedecal tech console but unable to reset error. Error presented during clinical training not being used for clinical case. No patient was present at the time of event. Additional information stating that no patient was present at the time of event.